Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump. It was reported that the patient's healthcare professional (hcp) told them that their pump medication was twice as high as it should be. The patient was experiencing "falling through walls," trouble sleeping, slumping over/not being able to sit up. The hcp turned the pump "way down." After the pump was turned down the symptoms got better. No further complications were reported.